Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer was hospitalized due to high blood glucose over 700 mg/dl on (B)(6) 2017. Customer had diabetic ketoacidosis and went into a diabetic coma. The customer was removed from the insulin pump and was treated with an IV fluids and insulin drip. The customer was experiencing symptoms such as vomiting and high blood glucose of 525 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer's spouse did not have the insulin pump at the time of the call so troubleshooting on the device was not performed. Customer's spouse mentioned per the customer's advised the insulin pump might have not delivered the correct dose of insulin. The customer disconnected the call. The insulin pump is not being returned for analysis.